Event description:
Litigation alleges pain, suspected metallosis, swelling, inflammation, damage to surrounding bone and tissue, partial lack of mobility, possible loosening of the implant where the bone around the implant may have broken causing dislocation.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
Update 6/15/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, corrosion, and impingement. There was no mention of metallosis, loosening, dislocations, or broken implant. Part/lot is being updated. The unknown depuy device is being changed to cup and the stem is being added to the complaint.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges loosening of cup and metal wear. It was previously reported in medical records that there was no loosening.